Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that despite therapy being off patient is still experiencing electrical current sensations up in their back. Patient  indicated that therapy has been turned off for about 6 months. Patient indicated that it is "off" as it was not providing any relief of symptoms. Cause unknown. Verified on the call with the patient that the therapy is indeed turned off. The patient was advised to contact doctor to discuss.